Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis found that the fiber tip was degraded, which is an expected behavior for consumable devices. In addition, the connector face had burn marks. Analysis did not identify signs of breakage along the length of the fiber. Analysis confirmed there was no light exiting the connector face, indicating an internal connector fracture. Based on analysis result, the interaction between the fractured connector and debris shield led to the burn marks observed on the fiber face. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, an unusual noise was heard. It was noticed that the fiber had burned the proximal part of the fiber, at the entrance to the fiber holder (near the surgeons hand). There were no patient complications. During product analysis, it was observed that there was no light exiting the connector face, indicating an internal connector fracture.